Event description:
It was reported the pt (B)(6) was without stimulation. A diagnostic test revealed invalid impedance measurements. Surgical intervention was undertaken to replace the pt's lead and effective stimulation was recaptured as a result.

Manufacturer narrative:
Evaluation: results: the returned lead had a kink where all the wires were broken 12.5 cm distal to the stimulation end. A compression mark, consistent with the use of a swift lock anchor was also observed. When a standard swift lock anchor was aligned to the cam impression, the location of the broken wires corresponded to the distal end of the anchor. The damage observed is consistent with overstress the lead was subjected to at the distal end of the swift-lock anchor while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.